Event description:
I was needing surgery for minor colon cancer. I was planning on returning to work within 5 wks. My doctor at (B)(6) hospital insisted that I do robotic surgery. All the pros not cons were stated for me. After surgery, I had a large hole in my vagina. More surgery was done to try to repair damage. It was unsuccessful. I ended up with an ileostomy for months, waiting for vagina to heal. My bladder was damaged and has never worked. Now I use caths. I was told that my bladder was badly beaten up with robotic surgery. It was 6 months before I could work. I switched hospitals. At (B)(6) hospital, I was told by doctors that colon surgery for females should never be done by robotics. I recently saw a report on nbc and realized that I am not the only one messed up for life because of this robotic surgery. Please stop the doctors and hospitals from "pushing" this surgery. I was the experimental rate of the day. It clearly sucks. I was told by a lawyer that if I pursued a lawsuit that there was no wining against a big corporation like the medical field.